Manufacturer narrative:
(B)(4). The pump was returned, and analysis found corrosion and-or wear and-or lubrication and stall due to shaft bearing.

Event description:
Information was received from a health care provider (hcp) regarding and a manufacturing representative a patient receiving intrathecal baclofen 500mcg/ml at 105mcg/day and morphine 10mg/ml at 2.1mg/day. The health care provider (hcp) reported that the start dates on these medications were greater than 10 years. The lot numbers were unknown. The indications for use were intractable spasticity and familial spastic paraparesis. The patient was not taking any other medications at the time of this event. The patient had a medical history of paraplegia status post trauma (traumatic paraplegia). A motor stall was seen at initial interrogation on (B)(6) 2016, and the patient had not recently had an MRI. There were no reported symptoms. It was unknown if the drug was related to the stall. They tried to reprogram, and there was no relief of stall. However, the logs showed that a motor stall occurred on (B)(6) 2016 05:16, and motor stall recovery occurred (B)(6) 2016 15:26. The hcp agreed that with the short eri (electronic replacement indicator), replacement was the best option. The pump was replaced on (B)(6) 2016. The cause of the motor stall was not determined. Follow up was conducted. If additional information becomes available, the event will be updated.

Manufacturer narrative:
Conclusion code no longer applies.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received from the patient. The patient stated that a few months back, "the pump died and it freaked me out." He stated that he didn't want to go through that again. He was reportedly due for a new pump in the summer. The patient reported that he was rushed to the hospital but they couldn't do surgery; he stated that it was in the afternoon and he had eaten so they had to wait until the morning to replace the pump. Another supplemental report will be submitted if additional information is received.

Event description:
Additional information was received from a healthcare provider (hcp) via a clinical study. The programming date from the most recent refill prior to the event was (B)(6) 2015 at 13:15. The patient woke up and the pump was beeping. He went into the hcp's office and the pump had a motor stall. The patient was then admitted to the hospital and had a pump replacement the next day. A sideport tap was performed on (B)(6) 2016 and there was a free flow of cerebrospinal fluid (csf). The clinical diagnosis of the patient was morphine and baclofen withdrawal. Upon examination, the patient had signs of morphine and baclofen withdrawal. The subject had nausea, headache, and a "creepy crawly feeling". The etiology of the symptoms and motor stall was related to the device or therapy and not related to the implant procedure. It was further stated that the symptoms were due to the patient not receiving intrathecal drugs due to pump failure.